Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, a stained end cap sticker, a cracked reservoir tube, and a cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she was receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that the screen said to press the esc and act buttons to clear. Customer stated that she was changing her set. Customer reported that the drive support cap was sticking out. Customer pushed the cap back in on her own during the call but she was not connected at the time. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.